Manufacturer narrative:
Product event summary: it was confirmed that interrogation and printing were slow, and there was sluggish performance in the logs. It was also found that the electrocardiogram (ECG) connector on the link electronic module (lem) board was loose. There was a broken latch tab on the power cord bay door, and the system fan was noisy.

Event description:
It was reported that the programmer was extremely slow and sometimes unresponsive when using the touch pen. The analyzer was also un responsive, continuing pacing when pacing was turned off. It took longer than usual to interrogate and to switch to the analyzer, and printing was very slow and erratic. Powering the programmer off and turning it back on did not resolve any of the issues. The programmer has been returned to service. No patient complications have been reported as a result of this event.